Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home and called in to the hosp describing a yellow wrench alarm quickly becoming red heart alarm and the pump stopping. The pt described switching modes from auto to fixed with resolution of alarm and return of function of the pump. Later that day the alarm occurred again and pump stopped. The pt changed out the system controller with resolution of alarms and pump function returned. The pt also noted a low beat rate of the system monitor. The pt stated that there was a small amount of black dust noted in vent filter. Pt's bp is unknown, as the pt does not record it. Pt denies any fluid ingression in the vent line. The vad coordinator had asked the pt to return to the hosp the next day to get another backup system controller and to download waveforms and get a vent filter for analysis. The vad coordinator will send the waveforms and vent filter to the MFR to be analyzed. The MFR discussed pt management with sbp <120. Also discussed the likelihood that pump would have alarms and stop again. The MFR reviewed with a vad coordinator the procedure on having a stroke volume limiter (svl) and a pneumatic console in place for the patient if needed. The pt has gone home and remains on lvad support while awaitng a heart transplant.